Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.

Event description:
Information received indicates while performing a preventative maintenance check, the technician found that the head of the bed would not go up.